Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead noise on the atrial lead was observed during the elective device replacement procedure. The atrial lead was explanted and replaced successfully. No complications were noted and the patient was stable.

Manufacturer narrative:
External insulation abrasion was noted at 14.4 cm to 14.6 cm from the connector pin, consistent with lead friction to the device can. This is consistent with the observation from the field of noise.